Event description:
It was reported that the system would not save images. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the keyboard control circuit board and its ribbon cable. The system operates as intended.